Manufacturer narrative:
There has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
While using a g130 scaler, the water of the working tip of the bobcat ultrasonic tooth cleaner 25k fell off during use, resulting in incomplete cooling of the working tip and the risk of burns in patients. The event outcome is unknown as of this MDR evaluation.